Event description:
Device report from (B)(6) reported a broke plate and broken screw. Patient fell on extended right hand. Comminutive intraarticular fracture of distal radius and comminuted fracture of the distal ulna. Post operatively x-rays demonstrated broken plate and necrosis of the ulnar head. Broken plate and broken screw were explanted. Patient had good recovery after shortening of radius, excision of ulnar head and suture of ruptured tendon of the flexor pollicis longus. This is the first of two reports for this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.